Event description:
It was reported that the insulin pump alarmed motor error. Customer stated that they were unable to bolus after a bath. Customer also reported receiving another error alarm. Customer's blood glucose reading at the time of the call was 421 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test slightly loose drive support disk. The insulin pump was unable to verify alarm in the alarm history due to several alarms noted in alarm history screen. The insulin pump alarmed due to a corrupted history file. The motor was tested outside the insulin pump and passed. The insulin pump received with minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.